Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.25mm x 16mm promus element plus stent was advanced but was not able to cross the lesion. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed using a 2.25mm x 15mm non bsc stent. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).